Event description:
Device 2 of 3. Reference MFR report: 1627487-2019-03933 and 1627487-2019-03935. It was reported one of the patient's scs lead was not working anymore. Upon examination the lead impedance was found to be high (invalid). In the operating room, after the physician removed the electrode out of the generator the impedance was measured again but the impedance was still high. The physician decided to replace the patient's scs lead. During removal of the lead it was observed the lead anchor was completely broke. Postoperatively, the patient's stimulation was fine and therapy was restored where needed.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2019-03933 and 1627487-2019-03935.